Event description:
A surgeon reported the equipment would not suction properly and had problems with the footswitch during a procedure. There was no patient impact reported. Additional information was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).